Event description:
It was reported that the fabius worked fine for two cases today, but on the 3rd case it had a ventilator failure and stopped ventilating the patient. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. The device has no UDI as a UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was performed based on a photo of the error log and the onsite examination of the affected fabius gs by the customer supported by dräger. The log entries demonstrate that the supervisor function of the software forced a shutdown of automatic ventilation after detecting a stalled motor. This is a safety measure to prevent from mechanical damages to the ventilator unit. The user is alerted to the shutdown of automatic ventilation by a corresponding alarm; manual ventilation remains possible and monitoring is still functional. During on site inspection by the customer the reported malfunction could not be duplicated. A performed pump calibration and leak/compliance test was successfully passed. The unit was operated in volume control mode for 3 hours without identification of any abnormalities. Additionally, we were informed that no further incidents occurred. No parts have been replaced but it is recommended to intensively test the motor assembly and to replace it if necessary. The fabius was manufactured in 2006. Therefore, it can be assumed that after 18 years of use wear and tear effects of the motor have caused the malfunction. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the fabius worked fine for two cases today, but on the 3rd case it had a ventilator failure and stopped ventilating the patient. No injury reported.